Manufacturer narrative:
One cadd administration sets - non flow stop was returned for analysis due to leakage. The sample was visually inspected at a distance of 12? To 16? Under normal conditions of illumination. The sample was received broke from filter, the coiled tube came with a filter port inside it. The manufacturing process was reviewed. Production personnel perform a pull test on 4 units, at shift start up, the beginning of every job, the end of every job; a new lot of materials/components or equipment adjusted. During the manufacturing process, production personnel do a visual inspection before a process (assemble, bond, etc.) To ensure that the material is in perfect shape; also right after a work station, personnel redo an inspection to the filter in order to find any discrepancies, following the following criteria. Holes in filter membrane. -incomplete or poor filter assembly. Quality personnel take a sample of 15 units every 2 hours, prior to placing product in bag in order to inspect the filter for proper housing welds or other workmanship defects. Parts are free of damage (scuffs, pinch marks, etc.), cracks, crazing, cuts, or other workmanship defects that can affect assembly function or appearance. The most probable root cause is that the filter was damaged after the product left the facility. Device history review: part number: 21-7036-01 lot number: 3840952 manufacturing date: july, 2019 quantity released: (B)(4) any relevant dmrs, idrs, das: there were no relevant idr's, dmr's or da's for this lot. Any relevant rework: none per review of the DHR's. Was scrap/rejects above typical? None per review of the DHR's. Component lot number and quantity issued: there is no component associated with this complaint. Component history: there is no component associated with this complaint. Summary of DHR review: there were no relevant findings detected in the DHR's.

Event description:
Information was received indicating that a smiths medical cadd administration set leaked a significant amount of blood and the peripherally inserted central catheter (PICC) line was broken in two, cracking the air filter. The reporter indicated that per the client, the cause of the damage in this event was unknown. No further adverse effects were reported. No patient consequences were reported.